Manufacturer narrative:
A steris service technician arrived onsite and was unable to verify the amount of water as it had been cleaned up prior to his arrival. The technician inspected the washer and found a disconnected hot water hose. The hose had disconnected from the spray head and had been spraying water onto the door. The technician repaired the washer, ran a test cycle and returned it to service; no further issues have been reported.

Event description:
The user facility reported that water was leaking from their cart washer. No injuries or procedural delays/cancellations were reported.